Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had an extended ipg charging. The patient underwent an explant procedure.